Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, impairment, severe and permanent personal injuries.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgical implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary tract infection (uti), persistent incontinence, pelvic relaxation, cystocele (prolapse), cystourethrocele, urinary urgency, mixed and urge incontinence, urethritis (inflammation), urethral caruncle and polyps, lower right abdominal pain, cramping, nausea, right flank pain, leaking on self, inability to urinate, incomplete bladder emptying (urinary retention), fecal incontinence, pelvic pain, urinary frequency, not emptying well, hematuria, nocturia, straining to urinate, weak urine stream, kidney stones, back pain, chills, night sweats, weight loss, blurred vision, excessive thirst, tired and sluggish, too hot, too cold, anxiety, depression, non-tender suprapubic mass, vaginal tenderness, urinary dribbling, lower abdominal tenderness, distension, and required additional surgical and nonsurgical interventions.